Event description:
The customer reported that the system intermittently would lose power (shut down). There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.